Event description:
It was reported that at the first testing all channels were ok, but later a short circuit and channels with status hi occurred. The testing carried out on (B)(6) 2010, showed a short circuit involving 2 channels and 5 channels with status hi. The pt's understanding is poor.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.